Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2018-00979. It was reported that patient was experience ineffective stimulation. Reportedly patient¿s original lead implanted in t9-10, did not provided patient with adequate relief. Multiple reprogramming attempts were unsuccessful in resolving the issue. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein both leads were replaced. Effective therapy has been restored post operatively.